Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history and the bolus history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There was no indication of activity outside normal use noted in the pump histories. There no defects found with the pump during investigation.

Event description:
A family member reported that the patient has been admitted to the hospital several times for different issues including low blood glucose (bg). The family member did not recall the bg values or the dates of admissions but stated that she had several issues with severe hypoglycemia. The family member reported that the patient has been removed from the pump and placed on manual injections after having a lower limb amputated. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 07/21/2011. Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.